Event description:
The user facility reported that the device disassembled during testing prior to a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.